Event description:
It was reported that the customer received a button error alarm. His/her blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip, and missing end cap sticker were noted. No button error alarm. Intermittent button response due to moisture damage keypad trace. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.